Event description:
Event description guidant received information that this transvenous defibrillation lead may have a shorted condition. Psa testing with existing device yielded acceptable impedance measurements, however, when the physician attached a new device to the lead an arc mark was discovered on the device. The lead was capped and replaced. The removed portion of the lead will not be returned but both devices have been returned for analysis.